Event description:
It has been reported to philips that the geometry movements failed. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement was faulty. Upon functional testing the fse checked and found that the problem was in operation room prepare process and confirmed geo movement had problem, geo ipc failure. Fse replaced geo ipc ivy bridge with zmp can and io to solve the issue after replacing geo ipc ivy bridge with zmp can and io the issue was resolved and the system was returned to use in good working order. The codes were updated based on the investigation outcome.